Event description:
It was reported that the customer had a blood glucose level of over 600 mg/dl. The customer expressed that she had thirst as a symptom of her high blood glucose level and that her face felt really warm. The customer treated herself with a bolus. Standard troubleshooting was performed but was unable to be completed. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.